Event description:
It was reported that a patient received a myosure and novasure procedure on an unknown date between (B)(6) 2024. The physician reported that there was no complication of the myosure and novasure procedure. Patient had several fibroids treated with a myosure device and then a novasure ablation was performed on the patient without incident. The physician reported that he examined the myosure device per his standard protocol for every procedure and did not locate any missing or broken pieces of the device and nothing in the cavity either. The physician additional inspected the novasure device after the successful ablation and nothing was missing or broken from the device either. Everything on both devices was intact. Additional the physician used a hysteroscope and everything was intact and nothing missing from the hysteroscope. During the myosure procedure fluent management system was used to complete the procedure. The patient presented with abdominal pain six months post surgery, a CT scan revealed a 4 cm object intra-abdominally. The physician believes that this foreign body may be an iud or part of an iud that the patient did not mention prior to the surgery. The physician mentioned that no perforation was observed in the cavity. Physician determined that the procedure was failed due to this event and offered a hysterectomy. Patient has not decided on whether to perform the hysterectomy. No medication or surgical treatment has been provided at this time to the patient. Images provided a 4 cm object can be observed in the pelvic cavity close to the uterus.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.